Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during the anterior cruciate ligament reconstruction, t2 of the fast fix did 360 not deployed, resulting in suture failure. It is unknown how the procedure was completed and if there was surgical delay. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t2 position. The needle assembly is bent. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. A complaint history review found similar reported events. An image evaluation found the device inside the package bag with the device information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.